Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (46232) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. The customer reported receiving lower than feels readings of 270 mg/dl and 331 mg/dl on (B)(6) 2011 and 257 mg/dl on (B)(6) 2011 and adjusting their insulin, which resulted in a hyperglycemic episode with loss of consciousness and seizure. The customer reportedly self-presented at the hospital where he was diagnosed with hyperglycemia with diabetic ketoacidosis and treated with intravenous fluids in addition to getting cat scan and "general intensive care unit stay" procedures done. The customer also reported self-treating with insulin and crackers with water to counteract the event. There was no report of death or permanent impairment associated with this medical event.